Manufacturer narrative:
Three fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of each device shows the needles are bent on two planes. Sample (a) and (c) have no ts or suture on their insertion needles or were returned. Sample (b) has both ts on its needle. Each device was functionally tested for proper actuator advancement and cycling, devices would not function properly due to the aforementioned damage. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. Report 2 of 3 (reference (B)(4) for reports 1 and 3).

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 failed to deploy. Due to failure of the device the surgeon opted to perform a partial meniscectomy. The patient's post-operative condition was reported to be fine